Event description:
During a coronary artery stenting treatment procedure a shaft break occurred. The target lesion was located in the long left anterior descending/diagonal branch (lad/dx) and was predilated with a voyager balloon of unknown size. The physician attempted to place a 2.75x16mm taxus express2 drug eluting stent but during advancement of the stent in the guide catheter the shaft broke into two pieces. The shaft was retrieved from the body and the procedure was successfully completed with a 2.50x12mm, a 2.50x16mm and a 2.50x20mm taxus stent. No patient complications were reported. The patient's status is reported as 'very well.' Additional information has been requested.